Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient connected to his power module and went to sleep. The patient and his wife were awoken by a continuously alarming power module with red lights and wrench. The wife checked the patient, he had no active system controller alarms, she checked that all connections were secure, and the power module continued to alarm. She then decided to put the patient on batteries and right before they grabbed the batteries, the vad alarmed red heart and the patient passed out. Once she connected him to batteries, the system controller stopped alarming and the patient became responsive. The power module continued to alarm red battery and wrench. A low flow alarm was noted, though the patient did not report any alarms for this at the time. The event history confirmed pump stoppage followed by a clock reset.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.